Event description:
Report received of a tubing separation. The disposable transducer pressure monitoring set was connected to an arterial catheter of a post open heart pt. The set was in use for 48 hours and was due to be changed after 96 hours per the customers hosp policy. The tubing separation occurred at the junction where the distal portion of the tubing meets the male adaptor. The clinician was at the bedside and reported a "small amount" of blood loss. The disposable transducer pressure monitoring set was immediately exchanged for a new one. It was reported that the arterial line remained patent and the new set worked "fine". There was no rport of an adverse pt event.